Event description:
Patient hematoma was reported.

Manufacturer narrative:
A service report completed 08/07/2014 indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta operating manual. The customer did not provide any additional information regarding the patient. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech (B)(4) (the importer) is submitting the report on behalf of dornier medtech (B)(4) (the manufacturer) per exemption number (B)(4).